Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that red alert pacing lead impedance out of range measurement was noted on this lead. Last year, impedance was stable in the 500s with the last couple months some variation in the 700-800s. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).